Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible. In addition, the device had displayed error code e153 (err_cpu_bus_fault), e020 (err_motor_spinup_flux_low), e022 (err_motor_flux_magnitude). Attributes were verified and completed correctly. The device was scrapped as per customer request.